Event description:
This spontaneous report was received from a us physician and concerns a female patient. She was injected with radiesse(+), into the hands. Ten days after the radiesse(+) injection, the patient experienced an aseptic abscess of both hands. As reported, it was edema consistent with an abscess. The physician needled it and drained the abscess. It was cultured twice and no germs grew. Corrective treatment included antibiotics and steroids. The patient went to the emergency room and received intravenous antibiotics, and it was drained again. At the time of this report, the hands were purple with an ecchymotic appearance. A broadband light treatment (reported as bbl) was used twice and the colour got better, but within a couple days it went back to the purple colour. At the time of this report, the patient also had a generalized body rash that was or was not related. As reported, the rash popped up from when she first got antibiotics. In addition to the body rash, the patient had erythema (reported as arrithyma) of the hands (red coloured). The outcome of the event aseptic abscess was unknown. Due to the provided information, the outcome of the events generalized body rash and ecchymotic appearance was considered as not resolved. Follow-up information was received on 03-jun-2022: this case was upgraded to serious. The suspect product was changed from radiesse(+) to radiesse. The event verbatim aseptic abscess was changed to inflammation / aseptic abscess. The event was re-coded from injection site abscess to injection site inflammation. The patient was injected with 1 syringe of radiesse, into the dorsum of each hand, in (B)(6) 2022. Each syringe was mixed and diluted with 1 ml of lidocaine. Batch number was reported as a000449930 (incorrect number). On (B)(6) 2022, also reported as 7 days after the radiesse injection, the patient experienced an inflammation, that was further described as redness and itching. In (B)(6) 2022, the patient experienced a generalized body rash and an ecchymotic appearance. The examination showed an inflammation and accumulation of purulent fluid which required incision and drainage (reported as I+d). The outcome of the event inflammation was unknown. The outcome of the remaining events was unchanged.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, inflammation / aseptic abscess (injection site inflammation) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number provided a000449930 was incorrect.

Manufacturer narrative:
The device history record for radiesse(+) lot number a00049930,was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformances were noted that would have contributed to this event.

Event description:
Follow up information was received on 30-jun-2022: the suspect product was changed from radiesse to radiesse(+). The event skin discoloration was added. The patients date of birth, age and weight (75.7 kg) was provided. The patient was 55 years old (ambiguously reported as 66 year old) at the time of this report. She was injected with 1 syringe of radiesse(+), on (B)(6) 2022. The batch record review was received and the lot number for radiesse(+) was confirmed as a00049930 (expiry date: 02/2024). A lot search in the global safety database was conducted. The patients concomitant medication included elavil, lunes-ta, np thyroid, spironolactone (reported as spirnolactone) and tornvestatin (as reported). The patient had multiple types of hyaluronic acid filers, on many occasions, since 2016. In (B)(6) 2022, within 24 hours, after the radiesse(+) injection, the patient experienced swelling. The swelling worsened over the following 7-8 days. In 2022, the patient experienced an aseptic abscess. As a corrective treatment, she received antibiotics, steroids, non-steroid anti-inflammatory drugs (nsaid), incision and drainage (reported as I+d) of abscess, bilateral on the hands. The treatment was necessary to prevent permanent damage. At the time of this report, the physician was still treating the skin discoloration. Due to the provided information, the outcome of the event skin discoloration was considered as not resolved. The outcome of the events inflammation / aseptic abscess, generalized body rash and ecchymotic appearance remained unchanged. In the opinion of the reporter, the events were related to radiesse(+). As reported, the physician was uncertain if the events were permanent.